Event description:
It was reported that the patient was seen in the emergency room (ER) the night prior to the report due to erosion of the pump pocket. No therapy issues were reported and the patient had not yet been weaned off of the therapy. No patient symptoms or infection symptoms were reported. A pump replacement was anticipated. The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported the pump system was explanted and replaced due to an infection and pocket erosion. The pump had eroded through the skin as previously reported. The patient was treated with oral antibiotics and a pump and partial catheter replacement for a localized infection at the pocket erosion site. The patient did require hospitalization, and the patient outcome was reported as non-serious injury/illness. The healthcare provider noted that the infection was "due to the skin, not the pump/catheter". The pump replacement took place on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), partially explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).